Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too short, or not installing the implant deep enough; and implant late loosening. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse implant, p/n 7055-90, lot# 493873, mfd. 04/10/17, exp. 2022-04-10, gtin (B)(4). 2nd (inferior): ifuse implant, p/n 7040-90, lot# 493972, mfd. 07/07/17, exp. 2022-07-07, gtin (B)(4).

Event description:
In (B)(6) 2020, the patient had right si joint arthrodesis where two implants were installed. The patient's si joint pain symptoms initially resolved, but she later reported a recurrence of pain symptoms. The surgeon determined that the inferior positioned implant was not positioned fully across the si joint and that there was loosening around the sacral side of both implants. In (B)(6) 2021, the surgeon performed a revision procedure where he removed both initial implants using chisels and replaced them with longer and or wider implants of the same type using the explant voids. He also added two additional implants of the same type to help fixate the joint. The status of the patient following the revision procedure is not known.